Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Neurological deficits are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). Based on the reported information, there is no evidence suggesting that the liquid embolic material was defective, but rather a procedure related event and its cause remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that after the liquid embolization procedure, the patient experienced right lateral hemianopsia. This adverse event (ae) resolved 3 days after the use of corticosteroids and antiplatelet therapy.